Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on a system engagement and recognition test and passed. The instrument moved intuitively with full range motion. Failure analysis investigation also found the following: the instrument's distal pulley had mechanical indentations and burrs. The pulley displayed indentations and scratch marks on the sides and surface. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks with light material removal. The scratches were .195 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the system would not recognize the permanent cautery hook instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.